Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic lower right lobectomy, upon firing, the surgeon heard a violent sound. When the reloads were fired, staples burst out and fired unformed staples. Since staples burst out unformed staples, surgery time was extended by 30 minutes or more for the surgeon to collect all the unformed staples on patient's cavity with the use of suction device. There was incomplete staple line centrally. Surgeon used another handle and reload to resolve the issue.